Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This report is for the second in a series of two consecutive product issues with the same patient. The first was reported under MDR# 9680794-2016-00013.

Event description:
It was reported the procedure was being performed in the operating room. The anesthesiologist was inserting the arterial catheter and had arterial blood flashback. When trying to remove the guidewire it would not slide out of the catheter. The physician had to forcefully remove the entire catheter set. As a result, another one was inserted. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4) device evaluation: the reported event was confirmed through examination of a returned product sample. The customer provided an arterial catheterization device with the guide wire handle was fully advanced and the catheter partially advanced off the needle. The needle tip had punctured the catheter 14 mm from the catheter hub. The distal end of the catheter was pushed back. The tip of the catheter was intact. The guide wire was sharply bent at the needle and extended into the distal end of the catheter. The provided instructions states that the catheter should be advanced off the introducer needle with a slight rotating motion only after insertion into the vessel. Additionally, the user is warned not to reinsert the needle into the catheter to minimize risk of catheter damage. The device history records for the catheterization device were reviewed with no relevant findings. Operational context caused or contributed to this event. No further action will be taken.